Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was on vacation in high elevation and became dizzy. The customer stayed in her car and ate ice cream cake. The blood glucose had been 316 mg/dl that morning, the customer had drunk orange juice and bolused and the blood glucose dropped to 36 mg/dl. The customer treated with a candy bar, but the blood glucose dropped 3 more times. The customer was treating with food and was able to bring it back up to 106 mg/dl. The drive support cap was normal. The date and time were inaccurate due to being on vacation in a different time zone, and the customer was advised that this may affect the basal rates. The reservoir showed the same amount of insulin as shown on the status screen. The customer was advised to monitor the insulin pump and the blood glucose and to follow up with a health care professional to discuss the possible causes of low blood glucose. The customer declined to troubleshoot for high blood glucose.